Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, due to deformation of lock engagement lever, up/down knob could not be locked securely, switch 1 cut, due to damage on suction cylinder tube, water tightness lost, distal end shaved, adhesive on bending section rubber detached, connecting tube snaking, and due to wear of angle wire, bending angle in up direction did not meet the standard value. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus that the gastrointestinal videoscope was found leaking at the distal end. The event occurred during unknown procedure. Upon inspection and testing of the customer returned device, gap was found between the acoustic lens and ultrasound probe. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the gap between the acoustic lens and ultrasound probe was due to external force. The root cause of this event was unable to be identified. The following is included in the instructions for use: ¿inspection of the endoscope 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor field performance for this device.